Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime, compromised force sensor system test, excessive no delivery test and occlusion test. No error alarm during testing noted. All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump's buttons were worn down and had to press them multiple times to get them to act. The insulin pump alarmed button error. Customer's blood glucose level was not reported. The device was not returned.